Manufacturer narrative:
The subject stretcher was returned to the manufacturer for a visual and functional evaluation. There were no observations made that would have contributed to the reported incident. Unrelated maintenance observations were made and repaired prior to return to customer. The contributing factor of the incident is being attributed to unintentional use error.

Event description:
It was reported while unloading a patient from the ambulance the foot end medic allegedly pulled the stretcher from the ambulance prior to ensuring the head end legs were fully lowered and the stretcher lowered from ambulance deck but did not tip. The patient complained of back pain as a result and was evaluated at the hospital. No further details were provided.

Event description:
It was reported while unloading a patient from the ambulance the foot end medic allegedly pulled the stretcher from the ambulance prior to ensuring the head end legs were fully lowered and the stretcher lowered from ambulance deck but did not tip. The patient complained of back pain as a result and was evaluated at the hospital. No further details were provided.